Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Mid-section stent struts were lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 28 synergy drug-eluting stent was selected for use. However, during unpacking, the physician found the appearance of the stent was not smooth. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. A 3.00 x 28 synergy drug-eluting stent was selected for use. However, during unpacking, the physician found the appearance of the stent was not smooth. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.